Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. Reliability laboratory technician; failure (event) observed during analysis. Analysis found a damaged capacitor, measuring low impedance. The capacitor was sent to the vendor for additional analysis and no anomalies were found.